Event description:
The customer reported to olympus that a chi1001 no image issue occurred when using the otv-s7proh-hd-12e hd autoclavable camera head. There was no patient harm reported as a result.

Manufacturer narrative:
The device was returned to olympus and customer's allegation was not confirmed upon device evaluation. However, the device failed a leak test and punctures/kinks on cable were also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The image failure was unable to be duplicated during the device evaluation. However, based on the results of the investigation, there was a puncture on the cable, and it¿s likely the image failure occurred temporarily due to an unstable transmission between the scope and the processor. The root cause of the punctured cable was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.